Event description:
The patient reportedly experienced pain due to the placement of the internal device, which was near to the post auricular incision. The patient's internal device was repositioned. The patient is being monitored.